Event description:
Customer reported receiving a reading of 6.9 mmol/dl and then began to experience symptoms of hypoglycemia. Customer experienced a loss of energy and began to excessively sweat. Customer then went to the emergency room, where pt was kept overnight, put on an IV treatment, and given juice to normalize glucose levels.